Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.